Event description:
The patient had knee instability and the cause is unknown. There are no indications of trauma or a fall. At about 7 years and 10 months post primary the surgeon revised the flex s5l - 14mm insert to a flex 5l - 17mm to increase stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 6 july 2026: lot 173782: (B)(4) items manufactured and released on 03-nov-2017. Expiration date: 16-oct-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.